Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that sometime in (B)(6) 2025, while traveling in asia, she was hospitalized with diabetic ketoacidosis following approximately 1-4 hours of pod wear. The exact event date and country of incident were not provided; therefore, the event date included in this report is approximate. She stated that she had been swimming for approximately four hours prior to the event. The patient, who described herself as slim, noted that the cannula appeared to have been inserted into muscle rather than subcutaneous tissue, which she believed may have contributed to the event. She also reported a burning sensation at the infusion site. No specific symptoms were described; however, she reported that she was unconscious at the time of hospital admission. Treatment during hospitalization included insulin therapy and intravenous fluids. The patient remained hospitalized for approximately seven days. The discharge date was not provided.